Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The broken off tip is missing. Additionally we made a visual inspection of the fracture surface. The slider of the bone punch shows visible damage. The main part of the bone punch shows visible damage as well. Furthermore we found an unknown etched repair number which was not awarded from the ats department. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume a mechanical overload situation as the causal factor. The device displays a repair etch of a third party. There is also the possibility for a maintenance error as an additional factor. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Tip of instrument broke off inside patient during surgery. The tip was then disposed of. No patient harm reported. No surgical delay reported.